Event description:
The patient is not performing well. No head trauma or changes in the heath status were reported.

Manufacturer narrative:
Additional information: based on the available in situ telemetry measurements, a damage to the active electrode caused by minute device mobility is assumed. However to determine an exact root cause a device investigation would be necessary. However, the patient is reportedly doing fine after re-programming and no further action is planned at this time.

Event description:
The patient is not performing as well. No head trauma and no changes in the health status were reported. Additional information received stated that the CT scan was reported as unremarkable and the patient appears to be doing better with reprogramming. No further action is planned at this time.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.